Manufacturer narrative:
A ge healthcare service representative performed a checkout of the device and confirmed the reported complaint. The bag-to-vent switch was replaced.

Event description:
The hospital reported that the bag/vent switch was not functioning as expected. There was no report of patient involvement.

Manufacturer narrative:
Patient information could not be provided due to country privacy laws. It was determined that this failure occurred during patient use. There is no known patient injury. It was determined that the bag/vent microswitch was replaced.